Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The reported condition was not verified. The device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a locked panel. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.